Event description:
A peritoneal dialysis (pd) pt called tech support requesting assistance with a larger than usual drain he received for his most recent treatment. He added that he felt really full during cycle 5. He was advised to discontinue the use of the cycler and contact his pd rn regarding alternate treatment methods. The pt's pd rn was contacted and confirmed that no medical intervention was required during or following this event. A review of the treatment data provided indicates a large drain occurred in cycle 5. Data p[provided below: see scanned table. The reported large drain volume exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided by the pt. A large intra-peritoneal volume drained at drain 5 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing eval and a supplemental report will be submitted upon completion.